Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.   The exact date of the event and serial number of the valve are unknown.  Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, movement of the delivery system by the operator, valve size mismatch, suboptimal implant location, and incomplete frame expansion. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the valve embolization into the left ventricle cannot be confirmed, however, per report, patient factors (lvad device in place) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Reference article: milica bjelic md, brian ayers md, frederick s. Ling md, sunil m. Prasad md, igor gosev md, ¿transcatheter aortic valve replacement in left ventricular assist device patient-overcoming the complications with transapical approach and circulatory arrest¿, journal of cardiac surgery (2020).

Event description:
As reported in the medical article, ¿transcatheter aortic valve replacement in left ventricular assist device patient-overcoming the complications with transapical approach and circulatory arrest¿, approximately 5 years post lvad placement, the patient presented with severe aortic insufficiency (ai). A tavr was performed with a 29mm sapien 3 valve. Post dilatation was performed to treat paravalvular leak (pvl). The post dilation to treat the pvl, inadvertently dislodged the valve and it migrated into the left ventricle (lv). A second 29mm sapien 3 valve was implanted to stabilize the first migrated 29mm sapien unfortunately, overnight the second valve embolized into the lv, completely occluding the lvad inflow cannula.  Through a left lateral thoracotomy approach, the lv was exposed, and the lvad inflow cannula was removed from the apex. The embolized valve was successfully removed through the lv apical cuff in one piece. Valve-in-valve tavr was then successfully performed with a 29mm sapien 3 valve.  At 8-month follow- up, echocardiography demonstrates sustained complete resolution of the patient's ai.